Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) in the (B)(4) alleging a onetouch verio iq meter was displaying an error 4 message. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. The test strips involved in this complaint have been returned to lfs and evaluated by product analysis with the following findings: the complaint was not confirmed. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the test strips involved in this complaint have been returned to lfs and evaluated by product analysis with the following findings: the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up (1/18/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.